Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06159. It was reported the patient complained of headaches and swelling at the ipg site during the first appointment after a lead replacement. The physician suspected a csf leak and requested the patient return for follow-up several days later. Two days later the physician's assistant contacted the sjm representative and informed the patient had been hospitalized due to headaches, caused by the csf leak. Physician reported the possibility of a small csf leak that followed the lead to the ipg pocket. The dural tear was repaired and the patient's headaches have subsided.